Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing noise was observed. The noise was reproduced with isometrics testing. The lead was capped and replaced on (B)(6) 2016. The patient was stable following the procedure and will be followed normally.